Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to fractured his neck and he was heavily sedated on (B)(6) 2019 with blood glucose of 150 mg/dl. Customer reported hospitalization was required due to vehicular accident. Customer was driver at time of vehicular accident. Customer reported insulin pump system was in use at time of vehicular accident. The device will not be returned for analysis.